Event description:
Unit reported cycling at 60 cpm and was only adjustable to a maximum rate of 70-80 cpm not 100 cpm as originally configured.

Manufacturer narrative:
As of 10/19/2005, device has not been returned for evaluation, but is anticipated. Upon evaluation of the unit, follow up report with evaluation findings will be submitted.